Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6), 2009. The patient presented with mesh exposure on (B)(6), 2012, and underwent an explantation procedure on (B)(6), 2012, where the sling mesh and the attached anchors were removed. Following device explantation, it was reported that the patient was doing great and had no pain. She was last seen on (B)(6), 2012, and she exhibited no exposed mesh. In addition, it was reported that the sutures were healing well.all other information is reportedly unavailable.

Manufacturer narrative:
(B)(4). The complainant indicated that the approximate age of the device is 5 years.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision system during a vaginal vault suspension with bilateral sacrospinous ligament fixation procedure in (B)(6) 2009 (exact date of procedure unknown). According to the complainant, post-implantation, the patient presented with erosion of vaginal mesh (specifics and date of onset unknown), and the device was subsequently explanted in (B)(6) 2012 (exact date of explantation unknown). All additional information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.